Manufacturer narrative:
The cause of the non-reproducible advia centaur xp (B)(6) result is unknown. Qc results were acceptable at the time the sample was initially tested. A siemens customer service engineer went on site and completed a complete service call. He noted bleach contamination in resuspend port 1; rp3 vertical move compromised due to a bad lead screw; and the waste reservoir was replaced due to fluidics issues. No conclusions can be drawn. (B)(6) qc was acceptable post service and the customer has not reported any additional issues since service. No further investigation is required. The limitations section of the instructions for use states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A nonreactive test result does not exclude the possibility of exposure to (B)(6) virus.

Event description:
The customer observed an advia centaur xp hav total (havt) result that was initially reactive but non-reactive upon repeat testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the initially reactive result.